Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement as the lead had decreased sensing and atrial lead stimulation. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement as the lead had decreased sensing and atrial lead stimulation. A new lead with the same model was implanted. No additional adverse patient effects were reported.